Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an ldg, some staples at the proximal end part of the cartridge were unformed at the firing on the duodenum. The staple line where the uniforming occurred was next to the knife slot. Other staples were formed as intended. Oozing occurred, but no treatment was performed since the tissue was cut by delta anastomosis. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon reportedly had experience in using echelon devices. Based on the video after the procedure, it seemed that no extra tension was applied when the event occurred.

Manufacturer narrative:
(B)(4). Batch # t5ap9g. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.